Event description:
It was reported that during testing conducted at the manufacturer facility the device caused a bias current error to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation, corrosion was found throughout the handpiece, specifically in the motor which includes the tps flex assembly (printed circuit board). The presence of corrosion to the motor, including the tps flex assembly, is a probable cause of the reported bias current error.